Manufacturer narrative:
Pt information not provided as no pt was involved in this concern. Device manufacture date not available at time of this report. Software investigation is currently in progress.

Event description:
A site representative reported that the software froze when going into synergy spine. This was being used on a stealthstation tria navigation system. No pt present.